Manufacturer narrative:
(B)(4). This device model is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced a loss of stimulation as a result of the ipg frequently turning off. The patient underwent surgical intervention to remove and replace the ipg. The ipg was replaced with a competitor's device.